Manufacturer narrative:
(B)(4).

Event description:
It was reported that capture anomaly and x-ray revealed rv dislodgement. The lead repositioning was performed successfully. The patient was stable post-procedure.